Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a burnt plastic end. There was no patient involvement. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the reported issue occurred during central processing. There was no arcing or thermal damage occurred during procedure. There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley, resulting in an exposed electrode. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, energy delivery and the electrical continuity test.